Manufacturer narrative:
Reported event an event regarding inaccurate values/visuals involving a mako tha software was reported. The event was confirmed. Method & results -product evaluation and results: review of the case session files noted the following: review of the case session files noted the following: it is concluded that the reason the image appears to be upside down in the reaming page is the misplacement of the anterior notch landmark. Anterior notch landmark is not used for establishing the anatomical coordinate system. Anterior notch is one of the landmarks used for bone registration to reduce rotational error. The anterior horn, posterior horn and crest point are also used to reduce rotational error; therefore, the user misplacement of the CT landmark and the degenerated shape of the acetabulum will affect rotational accuracy and possibly the image orientation. The registration algorithm incorrectly implicates rim points and crest point as problems when in reality it was the center of rotation landmark for the 1st registration attempt. During the procedure, the user tries to retake the rim point several times, but that was not the cause. Errors in the posterior and anterior horn were due to a bad acetabular center for 1st registration. This is born out in failures in the rotational quality metrics below. Notice the high values above 5° rotation x, y, and z (rx, ry, rz) below. X y z rx ry rz 7/17/2024 13:22:53 qminitialfinalerror: -8.17 4.06 2.60 5.86 8.66 1.07 7/17/2024 13:23:40 qminitialfinalerror: 0.13 -0.16 0.22 -3.82 20.04 8.90 7/17/2024 13:26:50 qminitialfinalerror: -0.18 0.83 -0.69 -7.12 0.30 4.32 additionally, it is necessary to have good acetabular coverage to achieve a good center of rotation especially when there is acetabular bone degeneration due to osteoarthritis. In the final bone registration, the anterior horn landmark appears to have been the largest error contributor. Rim points were also off in the 2nd bone registration because they were captured on the osteophytes / collapsed rim of the acetabulum. The user recaptured the crest point incorrectly, which was not off, leading to further error. It was also noticed that the robot was not fully seated during robot registration verification. The robot is expected to be seated during robot registration to ensure stability the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: performed all testing as per preventive maintenance with no issue found. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise, shows no other similar complaints for tha software - inaccurate values/visuals. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused due to user error as per log inspection. In addition, a field service inspection did not note any issues with the robotic hardware. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported recurrence of version being inverted during tha reaming. Registration and verification had no issues. Checkpoints passed. No error codes thrown. Case proceeded manual.

Event description:
Mps reported recurrence of version being inverted during tha reaming. Registration and verification had no issues. Checkpoints passed. No error codes thrown. Case proceeded manual.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.